Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject flow diverter was implanted successfully in a patient on (B)(6) 2022. Post procedure sometime in (B)(6) 2023 patient experienced intermittent vision loss of right eye. It was reported that transient visual loss right eye resolved/recovered without any treatment sometime in (B)(6) 2023. It is indicated that the transient visual loss right eye is possibly relate to the study device. The patient has a past medical history of severe headache/migraine, depression/anxiety, dyslipidemia, obesity, essential tremor, vertigo, etc. It is indicated that the transient visual loss right eye was classified as non-serious adverse event.

Manufacturer narrative:
B5 executive summary - updated. D4 gtin - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported event ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject flow diverter was implanted successfully in a patient on (B)(6) 2022. Post procedure sometime in (B)(6) 2023 patient experienced intermittent vision loss of right eye. It was reported that transient visual loss right eye resolved/recovered without any treatment sometime in (B)(6) 2023. It is indicated that the transient visual loss right eye is possibly relate to the study device. The patient has a past medical history of severe headache/migraine, depression/anxiety, dyslipidemia, obesity, essential tremor, vertigo, etc. It is indicated that the transient visual loss right eye was classified as non-serious adverse event. Update: received information about adverse event (B)(6) on (B)(6) 2024. The patient reported to experience transient visual loss right eye on (B)(6) 2024. The adverse event recovered/resolved on its own without any treatment on (B)(6) 2024. It is indicated that the transient visual loss right eye is possibly relate to the study device. Transient visual loss right eye was classified as non-serious adverse event.

Manufacturer narrative:
H3 other text : the subject device is implanted inside the patient's vasculature.

Event description:
It was reported that the subject flow diverter was implanted successfully in a patient on (B)(6) 2022. Post procedure sometime in (B)(6) 2023 patient experienced intermittent vision loss of right eye. It was reported that transient visual loss right eye resolved/recovered without any treatment sometime in (B)(6) 2023 . It is indicated that the transient visual loss right eye is possibly relate to the study device. The patient has a past medical history of severe headache/migraine, depression/anxiety, dyslipidemia, obesity, essential tremor, vertigo, etc. It is indicated that the transient visual loss right eye was classified as non-serious adverse event.